Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the fiber optic module and the fiber optic connector. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during an internal in-service performed by the customer, the fiber optic waveform on a cardiosave intra-aortic balloon pump (iabp) was not functional. There was no patient involvement, thus no adverse event was reported.